Event description:
The reporter stated that the dermatome was not taking skin grafts properly. The grafts were lumpy. This happened during a surgical reconstruction procedure. Skin had to taken from a second donor site in order to complete the procedure.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.